Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) has constant helium loss alarms. The rn called the hotline to discuss the helium loss alarms. The intra-aortic balloon (iab) was inserted in the cath lab and removed immediately due to "so much calcification that the iab was shredded". There was no blood noted in the tubing, helium loss alarms less than 2 minutes apart. A leak test was performed and the iab failed the test. The iabp was exchanged as well as the helium tanks. As a result, the iab was removed and another iab was used. The patient was reported to be stable off the iabp. There was no report of patient complications or consequence.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab helium loss alarm is confirmed. An external leak is confirmed at the iab bifurcate around the fos adhesive. The root cause of the leak at the bifurcate fos adhesive is a result of manufacturing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the issue. Other remarks: for complaints involving the same patient and event see: MDR #3010532612-2019-00397 and (B)(4), MDR #3010532612-2019-00398 and (B)(4), and MDR #3010532612-2019-00399 and (B)(4).

Manufacturer narrative:
Other remarks: for complaints involving the same patient and event see: MDR #3010532612-2019-00397 and (B)(4), MDR #3010532612-2019-00398 and (B)(4), MDR #3010532612-2019-00399 and (B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) has constant helium loss alarms. The rn called the hotline to discuss the helium loss alarms. The intra-aortic balloon (iab) was inserted in the cath lab and removed immediately due to "so much calcification that the iab was shredded". There was no blood noted in the tubing, helium loss alarms less than 2 minutes apart. A leak test was performed and the iab failed the test. The iabp was exchanged as well as the helium tanks. As a result, the iab was removed and another iab was used. The patient was reported to be stable off the iabp. There was no report of patient complications or consequence.